Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment was unknown. No further information was provided regarding if pd therapy was ongoing. At this time of report, the patient remained hospitalized, the peritonitis was not resolved, and the patient was not recovered from the event. No additional information is available.